Event description:
Device report 1 of 3: reference MFR report: 1627487-2011-09253, reference MFR report: 1627487-2011-09286. The pt received an additional lead on (B)(6) 2011. It was reported the pt has since developed a rash near the ipg site which has progressively spread. The implanting physician does not believe the rash is related to any surgical bandages or medication packages used during and post procedure. The pt is working with a dermatologist to perform allergy test (s) in order to determine the cause and the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.